Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas 8000 ise module. The initial na result was 87 mmol/l. The repeat was 137 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) inspected the module and changed the sipper syringe. The investigation determined the service actions resolved the issue.